Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the u.s. And not sold in the u.s. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: september, 2014.

Event description:
It was reported that after a nurse had given an intramuscular injection with a bd eclipse¿ needle with smartslip¿ technology, the safety device did not work and the nurse obtained a contaminated needle stick injury to his/her left forefinger. The nurse received post exposure lab work.

Manufacturer narrative:
Results: one unused sample was returned for evaluation. A visual inspection revealed no damage and the safety shield was correctly assembled into the hub. Functionality tests were carried out with correct results. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1409002. A quality notification review revealed no qns detected for broken safety shields, however, there were two qns generated for burnt resin, one qn for flashes, and one qn for flashes in pivot. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode. Additionally, our quality engineer notes that although the qns generated would not affect the functionality of the device. It is possible that this issue could be related with some unexpected temporary mechanical failure in the rejection system of safety shield assembled machine where the safety shield could be not be correctly assembled or damaged and the detection did not reject it. The assembly process has a system that inspects 100% the properly opening and activation of safety shield of needles, rejecting the defective ones. Based on the preventive measures and our stringent sampling inspection, we are certain that the probability of occurrence of this nonconformance is very low and always, in sporadic cases.